Event description:
The customer's granddaughter reported inaccurately low blood glucose readings with test strips, lot # 1j514b. Her grandmother obtained readings in the 60-70 mg/dl range for approx 2 days. The contact stated that her grandmother's readings are rarely below 200 mg/dl. She did not have any hypoglycemic symptoms. A home nurse performed a side by side comparison using co's strips versus another co's test strips. The results were 248 mg/dl and 63 mg/dl respectively. The code was set correctly for all tests, both brands are code 8. The customer does not have any normal control solution to test the strips for accuracy. She stated that the home nurse performed a check strip test when she did the comparison and the result was in range (no specific result available). The customer's granddaughter is not familiar with the use of the meter and was not willing to perform any tests with the co's rep. The desiccant is in the bottle of the device. The strips are stored in a kitchen drawer. The results of the retention sample tests met the specs for the blood glucose accuracy and precision, and the normal control readings were also within the specified range. The cause of the customer's report of failure cannot be determined by co because the customer failed to comply with package insert instructions, as follows: customer did not run comparison with an acceptable reference method and product should not be compared to other test strips which themselves may be inaccurate; customer did not perform a normal control solution to test the strips for accuracy; customer also did not know the date that the bottle was opened. Customer stated that the desiccant was in the bottle of another co. Upon receipt of the returned bottle, both strips and desiccant were absent. Based on the eval of retention samples and trend analysis, the probability that this was a product malfunction is low and that it is unlikely to recur. Is event occurring more frequently than stated in labeling? No. Is event occurring more frequently than is usual for device? No. Is event occurring with greater severity than stated in labeling? No. Is event occurring with greater severity than is usual for device? No.